Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed. The introducer sheath was inspected. Blood was present. No other anomaly was noted. The twist lock had been opened. The coil was inspected. Dried blood was present on the fiber bundles, kinks were noted in the middle of the coil and the distal end was stretched. The pusher wire was returned severely stretched and broken in two. The pusher wire was broken between the distal and mid solder joints. Dried blood was visible. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the coil was inspected and no damage was noted. Stretching was evident at the proximal end. The interlocking arm of the pusher wire was inspected and the core wire was broken at the distal solder joint. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. (B)(4)

Event description:
Reportable based on device analysis completed on 22oct2015. It was reported that the coil failed to cross the catheter. A 14mm x 20cm interlock was selected for an embolization of the internal iliac artery. During the procedure, it was noted that the coil was unable to cross a 2.0fr non bsc microcatheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the pusher wire was broken.